Event description:
It was reported that the patient's leadless pacemaker was noted to had dislodged into the coronary sinus. The dislodgement was confirmed via x-ray imaging. The device was successfully retrieved. The patient condition was stable.